Event description:
A physician reported a pt who was administered a skin test in the left forearm on 6/28/1999 with negative results. On 7/26/1999, at approx 1 pm, the physician treated the pt in the upper vermilion border and oral commissures. The pt was also treated with 30 units of botox in the glabella and forehead. The procedures were uneventful. On 7/30/1999, the pt called the physician's office with the following info: the pt (a registered nurse) returned to her job at a psychiatric hosp. At about 3 pm (2 hours later) the pt began feeling uncomfortable, with neck and chest pain, and her blood pressure, normally low, was 200/100. The pt then went to the emergency room. The emergency room physician evaluated the pt's symptoms, diagnosed an "anaphlactic reaction" to either collagen or botox (or both), and treated her with "steroids" (route not specified) and benadryl. The pt's symptoms resolved quickly and have not returned. The reporting physician agreed that the pt had a "classic" (although delayed) anaphylactic reaction to her treatment. The physician was not sure whether the pt responded to the collagen or the botox but has ruled out any future treatment with either product due to hypersensitivity.